Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient underwent a diaphragmatic hernia repair on (B)(6) 2013 and absorbable staples were used to secure the mesh. Approximately two hours following surgery, the patient became acutely ill. An exploratory laparoscopic procedure was done. It was discovered that the patient had bleeding and tamponade of pericardium. The surgeon punctured and drained the pericardium. The patient required prolonged hospitalization but is now feeling better.

Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The straps were used near the pericardial sac. The information for use contraindicates that "this device should not be used in tissues that have a direct anatomic relationship to major vascular structures. This would include the deployment of fasteners in the diaphragm in the vicinity of the pericardium, aorta, or inferior vena cava during diaphragmatic hernia repair."